Event description:
It was reported that during a colo-rectal procedure, the device fired fine and then would not open from the tissue. This occurred on the first or second firing using a white reload. Another device was used to excise the device from the cecum and complete the procedure. There was no patient consequence or change in the post-operative care for the patient as a result of the event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.